Event description:
The breakage was found before a procedure while the customer was opening the box. The procedure was a therapeutic prostate resection procedure. No pieces of equipment fell into the patient. The procedure was completed with a second device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The customer returned the resection sheath to an olympus repair center for evaluation of a reported damaged ceramic tip. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken ceramic tip. Furthermore, the following additional issues (non-reportable) were identified during inspection: the tension ring is loosened, and the yellow o-ring is worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear, wrong handling this issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.